Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the pediatric patient experienced inaccurate cgm values where the cgm readings would have been constantly low. Around 11:00 pm, before going to bed, the parent took a fingerstick and the cgm reading was 53 mg/dl, and the blood glucose reading was 200 mg/dl. The patient was treated with 2 units of insulin via the pump. The morning after, at around 01:00 am the patient woke up experiencing seizures. It is unknown what the cgm device was displaying at that time, but no alerts would have sounded. The patient was treated by the parent with a glucagon injection, and emergency medical services (ems) was called. When the paramedics took a fingerstick the blood glucose reading was 120 mg/dl. No further medication was reported and the paramedics left after 15 minutes. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.